Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Fse checked the system and found ippc smps failed. The fse replaced the ippc smps and carried out the cm activities. After replacement of the ippc smps, the system was returned to use in good working order. Health impact code was corrected. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the machine was not booting up successfully. No harm has been reported to philips. Philips has started an investigation of this complaint.